Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-02537 / 02539). Additional event for this patient reported on medwatch number 1825034-2016-02540. Product location unknown.

Event description:
During a procedure, the liner would not seat in the acetabular shell. Due to repeated impactions of the liner, screws fixing the shell became loose. The liner, screws, and shell were removed and another liner and shell were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Visual examination of the screw identified body surface coating wear; this wear is consistent with removal of the screw from the shell. A conclusive root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - g7 acetabular shell, catalog#: 110010244, lot#: r3667079a.